Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 at approximately 5:40 p.m.,he received a message 'lo' (reading less than 40 mg/dl) on his adc freestyle libre sensor scan. Customer additionally reported feeling "hypothermic", fatigue, and experiencing sweating and self-treating with "cola" and unspecified glucose. At 7:00 p.m., customer obtained another sensor scan result of 'lo' (reading less than 40 mg/dl) and decided to call the paramedics. Upon their arrival at 7:30 p.m., paramedics obtained a reading of 22 mmol/l (396 mg/dl) on their meter, treated the customer with an injection of humalog insulin (dose unspecified) and intravenous fluids, and transported him to the hospital where he was hospitalized (duration unspecified). It is unknown if any additional treatment was provided. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2018 at approximately 5:40 p.m.,he received a message 'lo' (reading less than 40 mg/dl) on his adc freestyle libre sensor scan. Customer additionally reported feeling "hypothermic", fatigue, and experiencing sweating and self-treating with "cola" and unspecified glucose. At 7:00 p.m., customer obtained another sensor scan result of 'lo' (reading less than 40 mg/dl) and decided to call the paramedics. Upon their arrival at 7:30 p.m., paramedics obtained a reading of 22 mmol/l (396 mg/dl) on their meter, treated the customer with an injection of humalog insulin (dose unspecified) and intravenous fluids, and transported him to the hospital where he was hospitalized (duration unspecified). It is unknown if any additional treatment was provided. No further treatment was reported. There was no report of death or permanent impairment associated with this event.